Manufacturer narrative:
The report that the propofol infusion bottle was half gone in 15 minutes was not confirmed. Inspection: a crack in lower bezel hinge was observed on the device, as well as dull iuis no other anomalies were found on the pump module. The review of the pcu event log identified an infusion was programmed by user of an unknown medication on (B)(6) 2019 at 3:43:37 am rate:19.98ml/h vtbi:80ml. A bolus was programmed at rate:240ml/h vtbi:2ml at 3:44:32 am. The bolus completed at 3:45:10 am. The device was then paused and channeled off by user. Total infusion time: 6 minutes 44 seconds. Total volume infused was approximately 3.803ml. Functional testing performed on the returned pump module s/n (B)(4) found the device to be delivering fluid within specification. The root cause of the customer¿s report was not identified.

Event description:
It was reported that the rn initiated a propofol infusion to infuse at a rate of 30mcg/kg/min on (B)(6) 2019 at 0343. Approximately, 15 minutes later (0352) the nurse found that the propofol infusion bottle was half gone. Upon review, the device was programmed at 20cc/hr or 30mcg/kg/min. There were no alarms noted. Although requested there was no information provided regarding the effect on the patient.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that the rn initiated a propofol infusion to infuse at a rate of 30mcg/kg/min. Approximately, 15 minutes later the nurse found that the propofol infusion bottle was half gone. Upon review, it was found that the device read 20cc/hr or 30mcg/kg/min. There were no alarms noted. Biomed stated the date and time of event as follows: "date/time starts at (B)(6) 2019 3:43:37 am until (B)(6) 2019 3:52:17 am."